Event description:
Alsius catheter placed and approximately eight hours later the port occluded while being infused with magnesium sulfate. Md notified. The following day, after returning from ir, the rn noted the alsius alarmed air in the air chamber. Saline bag used to prime lines almost empty. Pt disconnected from alsius, lines re-primed with ns, pt reconnected and alsius re-started. Approximately 30-40 minutes later the same alarm sounded, ns bag almost empty. Md notified. Decision made to change alsius line for possible balloon rupture. Md attempted line change over wire but was unsuccessful due to a clotted port. Line removed and replaced. New set for alsius primed and connected to new line.